Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 390 mg/dl and the cause was not known. The customer was treated in the emergency room (ER) with intravenous fluids. After a few hours, the customer was feeling better. Bg stabilized. Tandem technical support assisted the customer with performing a pump system check and no device issues were identified. Reportedly, the pump supplies and pump therapy was resumed. Reportedly, the customer was released from the ER that day. The customer declined tandem technical support's offer to follow up.